Event description:
It was reported that the patient encountered several episodes of non-sustained ventricular tachycardia (vt) that was noted on device. Ventricular tachycardia ablation was planned but due to inability to pass catheter beyond groin the procedure was stop. No further information is available at this time.